Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass and cec, floating particles were observed in the venous reservoir. At the end of the procedure and upon emptying the cec circuit, the presence of a viscous substance was noted on the wall of the venous reservoir. The cec was made with a heparin bolus of 5 mg/kg and higher act 800 sec. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system. (B)(4). Upon receipt of the complaint sample, visual inspection confirmed the presence of dried blood in the reservoir and a small particle in the oxygenator. Per procedure, the sample was decontaminated after initial visual inspection; therefore, the biological material was not able to be identified through testing. Two similar complaint events from around the same time frame and user facility, reported in MFR # 1124841-2015-00212 and MFR # 1124841-2015-00267, were returned and not decontaminated. These samples were sent to an outside facility for investigation of the clotted material. Both samples underwent ft-ir analysis and sem-edxa to determine what the biological material was composed of. The results found that the samples were primarily a silicone oil intermixed with some urea derivatives. These materials were introduced during the use of the product at the user facility, and were confirmed to not have come from the manufacturing process of the products. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
The actual device was not returned for evaluation, so the investigation was limited to the review of photographs of the actual device in use during the procedure. Thrombus was confirmed to have formed inside the reservoir. Since the actual device was not returned for evaluation, the root cause of the reported problem could not be determined. A review of the device history record confirmed no anoamlies were found for the involved product. Device labeling does address the potential for such an occurrence in the instructions-for-use by statements such as, "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 23, 2015. Indication that the device was evaluated by manufacturer. Second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and f/u.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).